Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 50 ml foreign matter was observed in the fluid pathway. The following information was provided by the initial reporter: it was reported that the customer noticed that one of our bd standard 50 ml syringes had "black specs" inside the plunger.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 50 ml foreign matter was observed in the fluid pathway. The following information was provided by the initial reporter: it was reported that the customer noticed that one of our bd standard 50 ml syringes had "black specs" inside the plunger.

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.